Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the additional and modified information received on 19-oct-2023. [Additional information]: on 19-oct-2023, modified information was received related to the reported adverse event. Per modified information received, the field ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from [blank] to ¿n/a (does not meet above criteria)." On 19-oct-2023, additional information was received from the site via the excellent clinical study team. Per the information, there was no vessel trauma / injury that may have resulted in the reported event cerebral hemorrhage. ¿but i.a. Lysis was applied.¿ after reviewing the case, the principal investigator could not find any evidence that there was any issue with the [study] device. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 56-year-old male patient with a history of deep vein thrombosis (dvt) and hypertension presented with a witnessed stroke on (B)(6) 2023 at 12:30 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 16:11. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿other etiologies - paraneoplastic¿. The patient¿s nih stroke scale (nihss) was 5 and modified rankin scale score (mrs) score was 0. On (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy procedure using a 5mm x 22mm embotrap iii revascularization device (et307522 / 23b019av) that targeted an occlusion at the left m2 segment of the middle cerebral artery (mca). The embotrap iii device was delivered via a rebar¿ 18 microcatheter (medtronic) to the target site with 3-minute incubation time. A flowgate2¿ balloon guide catheter (stryker) and a sofia¿ 5f intermediate catheter (microvention) was also used. The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The first and only pass made with the embotrap iii device resulted in an mtici score of 2b with clot retrieval in the stent retriever. On the same day as the procedure, (B)(6) 2023, the patient experienced a cerebral hemorrhage in the left basal ganglia. The principal investigatory (pi) assessed this event as mild, not serious, and possibly related to the study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. This event was not medically treated. The patient recovered and the event was resolved with an end date of (B)(6) 2023. The patient¿s 24-hour post-procedure nihss score was 5. The patient was discharged home for self-care on (B)(6) 2023 with an nihss score of 3 and an mrs score of ¿3-moderate disability. Requires some help, but able to walk without assistance.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23b019av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no reported device deficiencies related to the device, as the device performed as intending, achieving a mtici score of 2b: partial reperfusion of more than 50%, with one pass. Per the principal investigator¿s (pi) assessment, the adverse event of ¿cerebral hemorrhage¿ was possibly related to the use of the study device and the primary surgical procedure. Additionally, the severity of the event is unknown, and the event occurred on the same day after the procedure; therefore, the correlating relationship between the event and device cannot be ruled out. Based on this information and the assessment of the pi, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.